Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during decontamination or sterilization processing, the device roller had a couple of chips out of it and the metal swing arm that sits above the roller was warped at the end. It is unknown if there was no patient injury, or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h3, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during decontamination or sterilization processing, the device roller had a couple of chips out of it and the metal swing arm that sits above the roller was warped at the end also the ratchet handle was not able to perform the up and down motion. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.